Event description:
It was reported that the pt underwent surgery on (B) (6) 2008 for the treatment of stress urinary incontinence. During the procedure, a sling was placed into the pt's body. The pt experienced multiple complications, including erosion, formation of scar tissue, dyspareunia, add'l surgeries, and neurologic compromise to her structures and tissues. No add'l info has been provided.

Manufacturer narrative:
Dyspareunia (B) (4): conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.